Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15212. It was reported that patient presented with pacemaker pocket erosion and pocket infection. The pacing lead also exhibited vegetation. The entire pacing system was removed on (B)(6) 2021. Patient was stable after the procedure.

Event description:
New information received noted that patient exhibited the infection on 1 feb 2020. Hospital became aware of the event on (B)(6) 2021.